Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a hole in the reservoir. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Updated information in c2/d10 concomitants. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the reservoir identified a hole due to wear at a fold in the reservoir shell that resulted in fluid loss. Both cylinders presented leaks that were consistent with sharp instrument damage and were unable to be pressure tested. The pump was examined and there were no leaks identified, but microscopic inspection observed contamination within the pump. The pump was unable to be functionally tested due to the contamination. Based on the information available and analysis results, the hole found in the reservoir could impact the functionality of the device; therefore, the most probable cause for the event was the cause was traced to component failure.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a hole in the reservoir. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.